Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Product left conforming to print as there was no evidence that states otherwise. The acetabular inserter¿s screw hole was deformed and the handle and its threads had fractured as stated in the complaint. The hole was deformed due to repeated impactor blows. The handle of the inserter most likely fractured due to repeated mallet blows to the side of the handle body which the handle was not designed to withstand. Root cause was determined to be use error. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under care and handling of instruments: ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.¿ (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-07818.

Event description:
It was reported that, during an initial total hip arthroplasty, two inserters fractured. When the surgeon impacted the strike plate, the threads of the screw hole were damaged, which made it not possible to screw in the slap hammer. In order to remove the inserters from the cup, the surgeon used the mallet to impact the handles, and in doing so, the handles fractured. The threads at the distal tip also fractured during the procedure. No pieces fell into the patient. A new inserter was used to finish the procedure.